Event description:
Healthcare professional reports a case of alcl on an unk side, the device info is also unk at this time. Multiple attempts have been made to gather info regarding this case. To this date, the info has not been forthcoming. When new info becomes available, it will be updated and forwarded.

Manufacturer narrative:
Manufacturer of the device is unknown. Therefore, this field in the medwatch has been corrected to reflect this.

Event description:
Healthcare professional reports a case of alcl on an unknown side the device information is also unknown at this time. Multiple attempts have been made to gather information regarding this case. To this date the information has not been forthcoming. When new information becomes available, it will be updated and forwarded

Manufacturer narrative:
(B)(4). Device labeling reviewed: there were no reported events in lymphoma/alcl, for pts in the core study, in the labeling for silicone implants. There were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.